Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Device passed the rewind, basic occlusion, prime and displacement tests. It was unable to perform the occlusion test due to motor error alarms. Device was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was unable to complete the prime sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.